Event description:
It was reported that the trailing haptic of the intraocular lens (iol) was found to be detached when being inserted into the patient's eye. The iol was removed from the eye. There was no reported patient injury or health damage. No additional information was provided.

Manufacturer narrative:
Patient information: unknown. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Email address: unknown. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: mar 17, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was returned attached to a piece of gauze. The lens was observed with cuts, scratches, and a missing detached haptic (which was later found inside the lens module; however, this can be attributed to the detached haptic being pulled back into the lens module after insertion as evidence by the retracted position of the returned handpiece). No handpiece defects or assembly issues were observed before and after disassembly of the device. Viscoelastic residue was observed inside the lens module which suggests that excess viscoelastic was used during loading and insertion. Dimensional inspection of the intact haptic was performed and measured within specifications (haptic width: 0.394mm and haptic thickness: 0.465mm). As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.